Manufacturer narrative:
The event of helix mechanism issue was confirmed. Final analysis found a complete lead was returned in one piece. X-ray examination of the lead found the inner coil inside the connector region was overtorqued consistent with procedural damage. The cause of the reported event was helix being clogged with blood/tissue and overtorque of the inner coil.

Event description:
It was reported that the patient presented for an implant procedure. During the device preparation, the right atrial lead exhibited failure to extend helix. The atrial lead was removed and replaced. No patient consequences were noted.